Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, h10 and h11. Complaint conclusion: as reported, an unknown maxi ld percutaneous transluminal angioplasty (pta) balloon catheter mounted with a 14mm x 40mm palmaz peripheral stent ruptured and lead to the embolization of the palmaz peripheral stent. Additional information was requested but was unavailable. The reported ¿balloon burst¿ with the maxi pta balloon catheter could not be confirmed as the device was not returned for analysis. The reported ¿stent dislodged¿ of the mounted palmaz stent could not be confirmed either, as the device was not returned for analysis and no images were provided. Procedural and/or anatomical factors (such as vessel characteristics) may have contributed to the balloon rupture, which in turn led the stent to move. The exact cause of the reported events could not be determined. Balloon inflation should be performed with the guidewire extended beyond the catheter tip. Inflation at high-rate may damage the balloon. If at any point during insertion of the catheter resistance is felt, withdraw the entire system. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. This does not represent device malfunction. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
The date of this event is unknown. The catalog and lot number are unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an unknown maxi ld percutaneous transluminal angioplasty (pta) balloon catheter mounted with a 14mm x 40mm palmaz peripheral stent ruptured and lead to the embolization of the palmaz peripheral stent. Additional information was requested but was unavailable. The devices were discarded and will not be returned for evaluation.